Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 13, 2015; no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a three (3) level transforaminal lumbar interbody fusion (tlif) at l3 - s1. After inserting the spacer in the first level, the t-pal spacer applicator inner shaft would not easily release from the spacer. The surgeon was able to remove the applicator inner shaft after some struggle. Then, the t-pal spacer applicator knob would not turn to release the trial from the second level. The surgeon was able to force the applicator off the trial again with some struggle. The inner shaft was then placed in a new t-pal applicator handle and the procedure was completed successfully without further incident. Postoperative inspection of the t-pal applicator handle revealed that the handle itself possibly had a broken o ring. This breakage caused the inner shaft and knob to malfunction. No delay in procedure was reported. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: additional product codes for this report include max. Product investigation summary: one t-pal (1) spacer applicator handle, t-pal spacer applicator inner shaft, and t-pal applicator knob were returned. The reporter specified that there were some struggles removing the spacer from the applicator inner shaft because the applicator knob would not turn to release the trial. The issue was remedied by the user replacing the t-pal applicator handle. Upon evaluation of the returned items, the inner shaft did not seat fully into the applicator handle and protruded approximately 1 inch. The prongs of the distal tip of the inner shaft were deformed and were separated at the base of the inner shaft at approximately a 10 degree angle, which was most likely due to normal wear and tear and possibly force used to remove the trapped implant. Additional force was required to seat the inner shaft in the application handle and it was noted that the shaft was slightly off axis in the canal. At this point, the applicator knob would jam during adjustment, but once the inner shafted was pushed into the correct alignment, minor resistance occurred only when the knob was threading against the security ring. The relevant product drawings were reviewed during the investigation. The inner shaft applicator is designed to pick up a spacer implant and insert the implant through rigid and pivoting approaches. To attach the applicator to the spacer, the user must close the applicator by turning the applicator knob clockwise only until the security ring clicks up. There should be no gap between the security ring and the knob per the technique guide. The failure to release could have occurred if the security ring was not fully depressed. Any misalignment of the inner shaft in the applicator¿s canal could contribute to the device not operating as intended. Given the information available, an exact root cause could not be determined. The device history record reviews showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. Despite the deformity of the application handle, the complained t-pal applicator performed all functions. The complaint against the t-pal spacer application handle, applicator inner shaft, and applicator knob is unconfirmed; therefore, a root cause cannot be determined. No design issues were noted during the evaluation. The complainant part was originally a 510k exempt device. However, a reassessment was completed and a 510k number approved. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.